Manufacturer narrative:
H.11 livanova followed up further with the customer and no additional relevant information were provided confirming what was reported in the initial report. Ards is a common chronic failure of the lung leading ultimately to the ECMO support. Post market surveillance data analysis did not identify any similar event reported by other customers and there is no element pointing to a correlation between the use of livanova device and the reported ards. Based on current level of evidence and also on what has been clarified with the customer, there is no allegation against livanova product. The inquiry was submitted to livanova with the aim to ask if any other customer ever reported similar patient conditions. Therefore, the reported adverse event is not related to livanova product.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patients' information was not provided. H11: livanova USA manufactures the convenience pack. Ards is a common chronic failure of the lung leading ultimately to the ECMO support. Post market surveillance data analysis did not identify any similar event reported by other customers and there is no element pointing to a correlation between the use of livanova device and the reported ards. Based on current level of evidence and also on what has been clarified with the customer, there is no allegation against livanova product. The inquiry was submitted to livanova with the aim to ask if any other customer ever reported similar patient conditions. Therefore, the reported adverse event is not related to livanova product. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA received a report that, within the last month, two (2) patients have shown acute respiratory distress syndrome (ards) and were subsequently put on ECMO following the cases. Through follow up communication, the customer clarified that there is no allegation against livanova devices and that it was just an inquiry. However, livanova is conservatively reporting this event.

Event description:
See initial report.

Manufacturer narrative:
H11: complaints database review revealed no further similar events for involved part number and batch lot, nor any similar inquiry was submitted by other customers. DHR review has been performed and no deviation or non-conformity has been identified. Based on investigation findings, no device problem was confirmed. Issue was likely due to patient conditions and expected procedural complications, not correlated to the device. Therefore, the reported adverse event is not related to livanova product. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.